Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's family heard dual/critical pump alarm on (B)(4) 2011 approx. At 6:30 pm and 3 alarms since then every hour (as per programmed critical alarm interval). Patient's caregiver may also have heard an alarm on (B)(6) 2011. Per the physician, he had recently done a refill so he knew the pump had sufficient drug, was confident he had updated reservoir volume at refill, and that patient was asymptomatic but generally a sensitive patient. Patient was seen in the ER on the morning of (B)(6) 2011 at which time the physician noted "patient had motor stalls corresponding to exactly the times they have heard alarms on sunday and yesterday". The pump was to be replaced on (B)(6) 2011. On the same day at 11:15 am patient status was reported as fine. The drug infused was compounded baclofen at a daily dose of 1050 ug.